Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the customer using an expired kit on a patient was confirmed after review of the kit by the packaging site. Although the kit was not returned, the packaging site confirmed that the kit was set to expire in december 2015. The kit was then used on the patient in (B)(6) 2016. Since the customer is responsible for maintaining their inventory after receiving the product, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). No sample wil be returned for evaluation.

Event description:
It was reported the customer believes they used an expired kit on a patient. Follow up information states there were no patient complications reported.